Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 9.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications reported and the patient was in good condition.